Event description:
It was reported that customer received excessive no delivery alarms. During troubleshooting, it was found that cannula was bent. Customer's blood glucose was 600 mg/dl. Customer was advised that shorter infusion sets and reservoir would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.